Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The field service engineer (fse) was able to reproduced the reported issue. The fse detected that the solenoid valve drive board was faulty, since the iabp had a recalled solenoid valve drive plate. To fix the issue the fse replaced the faulty solenoid valve drive with a new one. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use on patient the cs100 intra-aortic balloon pump (iabp) completely auto power down and no alarms or any other abnormal phenomenon before the iabp powered down. The malfunction was reproduced many times. No patient harm or adverse event was reported.